Manufacturer narrative:
Patient information was not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for t-handle 5mm hex driver. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site's t-handle 5mm hex driver does not tighten properly with the spine clamp. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.